Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. A baxter technical service representative (tsr) assisted the hp to cycle the power of the hc to se 2367 alarm (fail safe shut down), then cycle the power again to clear the alarms and assisted the hp to disconnect and remove the cassette. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know of the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.